Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings:a review of the pump settings show the insulin on board (iob) duration was set to 3.0 hours. A test was performed with 10u bolus and a duration period of 3.0 hours. Immediately after the bolus was performed the pump correctly displayed the 10u iob in the status screen. After the 3.0 hours the iob status was 0.00u and this was accurately reflected in the iob status. The iob was found to calculating properly. Investigators were unable to duplicate the complaint during the investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.